Event description:
It was reported that the week prior to the date of this report the patient had started to have a swishing noise in her head. The patient had fallen several times since the deep brain stimulator was implanted. Specific dates of the falls were unknown. The patient inquired if the stimulator could make noise or if the noise could be caused by the stimulator. The patient heard a swishing noise in her head and it had come on suddenly. The patient does not hear the noise all the time, it had started the week prior to the date of this report and on the day prior to the date of this report and the date of this report it had reduced. The patient heard 3-5 pulsations and then it stopped for about 15 seconds and hours could go by without hearing it. The noise was not as bad when she was lying down. The patient had a lot of falls and had bumped her head a few times since the implant. It was later reported that the patient was having hand surgery that was unrelated to device or therapy. The patient was hearing a ¿chuh chuh¿ sound her head the week prior to the date of this report and it was heard ¿every now and then and it did not matter what her activity was; walking or standing.¿ the patient had heard it again on the date of this report. This had happened after her dog had jumped on her and his paw had landed on her implant. The patient had flu like symptoms the week prior to the date of this report also. The patient was going to a get an appointment with their healthcare professional shortly. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type: lead; product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension.

Event description:
Additional information received reported the patient was still having concerns with their device or therapy but was working with their healthcare professional. The patient had an appointment (B)(6) 2014. No outcome was provided regarding the event. Further follow-up is being done to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type: lead; product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type: extension.

Event description:
Additional information received reported there were no issues, this had resolved.

Manufacturer narrative:
Concomitant products: product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type lead; product ID 3389s-28, lot# v532274, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).